Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery that was moderately calcified. The 7.0/100 mm stent absolute pro vascular delivery system (sds) crossed the lesion without issue; however, resistance was felt turning the thumbwheel during deployment resulting in the stent only partially deploying. The sds was removed from the patient without issue. A same size absolute pro sds was used to complete the case without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The failure to deploy was not confirmed. It may be possible that during use in the anatomy, the distal sheath was entrapped in the vessel causing resistance with the thumbwheel and partial stent deployment; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment issue.